Manufacturer narrative:
Summary eval: confirmed-suspected due to handling/transit damage.

Event description:
A couple of vials broke in storage and leaked on others. Some vials did not break, but sterility was compromised. In one case, cement was opened onto the surgical field contaminating the operation. All of the instruments had to be cleaned and autoclaved during the case. There was no adverse consequence for the pt or delay in surgery or anesthesia time.